Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011.according to the complainant, during the procedure, the array was not able to be extended. The user reported that no visible device issues were present. The procedure was completed with a different device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination found that the device returned with the array fully retracted. Functionally, the array was able to be fully extended, however, resistance was encountered during actuation. When extended, the tines were found to be twisted around one another. Additionally, heavy residue was present on the tines. The condition of the returned incident device was not consistent with the complaint that the array was not able to be extended. However, the evaluation found the accumulation of heavy residue and tine deformation which may have contributed to the reported event. The leveen coaccess electrode system directions for use (dfu) document indicates that the cannula should be kept "stationary during deployment. If the handle moves during deployment, the array will not deploy fully into the tissue. Additionally, the document instructs the user to "clean the array between deployments" as the "accumulation of excess tissue on the tines may make retraction difficult. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the array was not able to be extended. The user reported that no visible device issues were present. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).